Event description:
Device issue: inaccurate stent placement. Time of device issue: during the procedure. Adverse event (ae): second stent implanted to cover lesion. It was reported that during deployment of an rx acculink stent in the left internal carotid artery (lica) to left common carotid artery (lcca) target lesion the sds jumped distally and the stent was implanted in the lica. A portion of the proximal lesion was left uncovered. At the time, the open rx accunet filter was inadvertently pulled down distal to the stent. The filter was pushed back into position using a viatrac balloon. A second rx acculink stent was deployed, overlapping the 1st stent, to cover the proximal target lesion. During filter removal, the retrieval catheter (rc) did not completely encapsulate the filter and the filter inadvertently moved up to the petrous area. Unsuccessful attempts were made to pull the filter into the rc by pulling the wire down into the rc and by pulling the open filter down just distal to the stent. The filter was ultimately removed by pulling the open filter through the stents and introducer sheath. After removal from the body inspection revealed no visible damage. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info. The accunet (1011649-75, 9100951) is being reported under a separate medwatch report number.